Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user wants to return the device due to blood glucose (bg) fluctuations. The user has spoken to hcp and denied further training. The user is disconnected from the pump and has returned to previous therapy. The user reached a peak of 340 mg/dl after being down to 69 mg/dl bg. They said the low was due to the corrections. During the episode, the user had frequent urination and was above 180 mg/dl for 6-8 hours. They corrected with a manual injection, and no further intervention was required.